Event description:
Initial reporter stated during surgery the vit. Probe would be clogged. Per writer's conversation on 6/6/97 with the initial reporter, the fluid in the eye was viscous resulting in the probe becoming clogged. Surgery was delayed three (3) minutes while they proceeded to open another pack to use the vitrectomy probe. There was no effect on the pt.